Event description:
The subject was originally implanted with the device in 2004. He was admitted in 2007 for osteomyelitis of the left foot. He was discharged home with a PICC line and home antibiotic therapy for 6 weeks. One month later, he was admitted at an outside hosp with back pain and was discharged to rehabilitation following. While in rehab he developed positive blood culture and the PICC line was discontinued. Approx 5 weeks later, tee was negative and he was scheduled for left toe amputation. However 4 days later, he developed chest pain with st changes and was admitted here where he underwent angioplasty to the lad - the cause of his mi was presumably septic embolic to coronaries- and toe amputation. Tee 3 days later confirmed vegetation and he underwent valve replacement one week later.